Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was potentially leaking. The customer was unable to confirm where the leak was coming from or if it was even actually leaking. No additional information was known or reported. Customer's blood glucose level was 185 mg/dl.